Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure the surgeon used the device for about two hours and ten minutes then he found the clamp could not open. No tissue in the clamp. As there was no spared device can be replaced. The procedure was converted to open. No adverse event occurred and the patient is in good condition now.

Event description:
New information: surgeon elected to convert to open for the patient's safety. Patient is fat.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional questions asked: the event states that the ¿clamp could not open¿, when this occurred did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? What is meant by ¿no tissue in the clamp¿ - is this meaning that when the ace45e¿s jaws would not open there was no tissue in the jaws? Or that there was no tissue pad on the clamp arm of the device? What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Why was the lap procedure not completed with another harmonic instrument or another laparoscopic method such as electro-cautery? Or was there another reason for the convert to open, such as: patient¿s anatomy? Physician preference?